Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error or this alarm is generated when a power failure is detected error alarm noted in the device trace download. No unexpected replace battery alerts or replace battery now alarms noted during testing or in the device trace download. Monitored for more than a week with no unexpected failed battery test alarms or low battery alerts noted during testing. Hardware low level failures error was present in the device trace download, problem isolated to keypad assembly. Software error was present in the device trace download due to software error. No reservoir icon anomalies or reservoir anomalies noted during testing. Device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call failed battery alarm was occurred. Patient's current blood glucose was 300 mg/dl. Hardware low level failures was found in insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege pump was under delivering. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The product will be returned for analysis.